Event description:
Customer reported that their pump screen was dark and would not turn on, and mentioned a battery charging problem with the t:slim x2 pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support advised steps to troubleshoot the issue, including pressing the button and charging the pump with known working supplies, but the screen remained dark and the led did not blink. The customer was using a third-party wall adapter instead of the tandem wall adapter. Technical support planned to continue troubleshooting the battery not charging issue. Technical support decided to send a replacement pump, ensuring it had updated software.